Manufacturer narrative:
Product implicated and returned for evaluation is a port w/attach. 6 fr catheter. The assembly appears to be complete. The catheter is attached to the port stem proximal to the 48 cm depth marker with the cath-lock. The cath-lock has grip marks from a serrated jaw hemostat. The distal half of the catheter tubing is visibly clotted with blood residue. Some of the printed depth markers are worn form the tubing. There is a kink in the tubing approx. 2.5" from the port where the markers are missing. There are several other permanent bends along the length of the catheter. The overall length of the sample measures 20.2". The port has some tissue residue attached to one of the suture holes next to the stem. There are several needle stick marks in the septum. The reservoir is visibly clear through the septum. Also received with the sample are two x-ray films. One dated 21 nov 95 apparently shows tip location verification at placement. The other, dated 16 jun 97, appears to show extravasation during a dye study. A lot history review is not possible since the lot number is unk. The catheter is tactually inspected for permanent deformation or elongation. No elastic weakness is noticed. The initial evaluation and decontamination shows the catheter to leak approx. 4" distal to the port. This is confirmed upon further evaluation. A non-coring needle attached to a 10cc syringe filled with blue colored water is used to access the port. Flow exits the tubing 3.2" distal to the cath-lock through a small longintudinal slit (approx. .15" long) in the lumen wall. The leak is in the area of the worn depth markers on the kink in the tubing. The catheter appears to be occluded distal to the leak. No flow exits the distal opening of the catheter due to occlusion in the lumen caused by the blood residue. The needle is inserted into the distal opening and flow is directed toward the port. No flow passes the blood clotted area. The lumen is pressurized by occluding the opening with the fingers around the needle. The slit is viewed under 10x magnification. The walls of the slit are straight but coarse and granular with no crows-feet at the ends of the slit. This type of damage is common with burst failures. It appears that the lumen may have been occluded by a sharp bend in the tubing, or with blood residue distal to the burst site. The tubing failed when it was over pressurized upon infusion. Proper placement and maintenance are essential to ensure a patent lumen. Chemicals are available to clear a blocked lumen. Teh complaint of subcutaneous leakage is confirmed, and should be rpt'd as user-related, due to evidence of a burst failure resulting from over pressurization of an occluded lumen.

Event description:
The port was placed in the pts arm approx 18 mos ago. During infusion, the pt reported pain. A dye study was done, which showed catheter leakage about 6" distal to the port. The port was removed and the leakage was confirmed.